Event description:
A nurse reported that the ophthalmic system frequently exhibited issues with the laser when activated during a combined cataract and vitrectomy procedure on the right eye. The surgery was completed on the same day, and there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections h6 and h11. The company representative was able to resolve this issue, remotely (via phone fix, advising the customer to get their footswitch replaced). Therefore, the system was not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).